Event description:
The customer reported the evis exera iii xenon light source was giving an unknown communication error. The customer attempted other light sources and cleaned the device; however, the error persisted. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of communication error was not confirmed. However, a worn-out socket slider switch causing intermittent use of high intensity mode was observed. In addition, service identified the use of a non-olympus lamp; however, the light output measured within range. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the communication error (b30 and b31 error) could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.